Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. Customer service made multiple attempts to contact the reporter for more information without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Several call service 128 and 177 alarms were in the black box. The returned battery cap was undamaged and fit securely. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The short battery life was unable to be duplicated during investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board.